Event description:
A customer in (B)(6) reported discrepant results for a patient's samples in association with the vidas® ca 15-3 assay. The (B)(6) 2018 results: vidas first test: 372.36 iu/ml, vidas second test: 764.07 iu/ml, roche test: 975ku/l. The (B)(6) 2018 results: vidas first test: 506.87 iu/ml, vidas second test: 528.09 iu/ml, roche test: 721ku/l. The customer stated the incorrect (B)(6) 2018 result was reported to the clinician, and that the result affected patient treatment. The customer stated there was discussion to switch the patient therapy , but the customer indicated that they think the therapy has not yet been switched. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: two (2) customer samples collected the 16th and 23rd of february 2018 were tested (respectively identified 1802-05172 and 1802-03538) on the retain kit of vidas® ca15.3 lot 1006022590/180930-0 (the customer kits were not available anymore). The two (2) samples were tested undiluted and diluted: the two (2) samples were found > 400 u/ml when not diluted. Sample 1802-05172 (16th of february): gave a result of 648.1 u/ml when diluted 1:5 in diluent r1. Sample 1802-05172 (16th of february): gave a result of 805 u/ml when diluted 1:100 in diluent r1. Sample 1802-03538 (23rd of february): gave a result of 657.4 u/ml when diluted 1:5 in diluent r1. The customer results were not reproduced internally. Testing was performed using a dilution factor 1:100 which gave a result higher than with the dilution ratio of 1:5 but this is probably due to the dilution factor itself. The package insert states under section results and interpretation "samples with ca 15-3 titers > 400 u/ml should be reassayed after maximum dilution by 1/10 in ca 15-3" diluent". A test for interference against heterophilic antibodies using scantibodies hbt reagent: the results did not observe such interference on the sample 1802-03538 (23rd of february) tested. Additional testing using spr®s with incorrect storage conditions (some sprs were stored in a pouch incorrectly closed. Note: sprs are very sensitive to humidity and clip seal is added in the vidas ca 15.3 kits. As explained in the instruction for use, "only remove the required number of sprs from the pouch and carefully reseal the pouch after opening using the clip seal provided with the kit." These tests were performed at t+7d, t+14d, t+21d but we did not reproduce the customer issue. Even if a decrease of the signal and concentration was observed with the sprs incorrectly stored the decrease was not sufficient to reach a concentration below 400 u/ml. Regarding the calibration, results obtained were similar to those obtained by the customer on the 10th of february. Moreover, all the calibration results were similar to the results obtained before the batch release. Without any of the customer's concerned kit(s), it is not possible to further investigate. The anomaly was not reproduced internally, the vidas® 3 instrument used did not display any alarms. Unfortunately, without the customer concerned kit(s), it is impossible to identify the root cause of this issue. However, because obtained results were over 400u/ml, and because these results are consistent to those obtained by the customer using roche centrum test (respectively at 776.3k u/l and 759 ku/l), it seems that the incorrect results are the lower ones. According to all the information mentioned above, vidas® ca15.3 lot 1006022590/180930-0 is still compliant with the specifications.